Event description:
Further follow-up indicates the issue has resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted and replaced.